Manufacturer narrative:
Gbo complaint no: (B)(4). No samples received. We have no further inventory of the material/batch. A check of quality records shows no deviations. The complaint cannot be determined.

Event description:
Customer advised they have had occurrences where the patient's hemoglobin (hgb) was low. Upon a redraw (same lot) the hgb was in range.